Manufacturer narrative:
B3: event date is not known, see b5 for appropriate date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that their ins started moving just a little bit since probably 2 years ago and was moving a lot more within the past year. Patient stated that their ins is positioned higher than it used to be and that they're careful about their ins hitting vital organs. Patient wanted to know the process of explanting the ins and agent redirected the patient to their doctor to further address the issue. Patient confirmed that they no longer have a managing doctor, and agent emailed the patient physician listings. On (B)(6) 2025 a healthcare provider called to inquired about CT compatibility and mentioned that patient doesn't use device and it is off.